Event description:
It was reported that during insertion, the fiber broke without being bent or damaged. There were no fragments that fell inside the patient. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. A visual inspection found that the fiber was broken. The fiber was received. The tip was in good condition. The connector had no defects. A functional test was performed and noted that the fiber may not be used anymore. Code 1101. The product record review (prr) results did not determine any anomalies in the manufacturing documentation, and the failure mode was not unanticipated or new to the manufacturer. A labelling review was performed on the device instructions for use (IFU). The IFU cited, to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears to be damaged, do not use the device. Return it to the manufacturer for replacement. A risk review was completed and confirmed that the event of a fiber breaking was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record review was performed, and it indicates that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during insertion, the fiber broke without being bent or damaged. There were no fragments that fell inside the patient. The procedure was completed using another of the same device. There were no patient complications.